Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 1 300mcg/ml at 500mcg/day and fentanyl 300mcg/ml at 115mcg/day via an implantable pump. Loss of therapy post fall was reported. The patient reported significant spasticity recurrence. The environmental, external or patient factors that may have led or contributed to the issue was a fall. The diagnostics and troubleshooting performed was cap (catheter access port) procedure failed, no aspiration. The actions and interventions taken to resolve the issue was a catheter revision. The pump connection was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.